Event description:
It was reported that the iab had been in use for 2 days when the pump experienced helium loss alarms. Blood was observed in the balloon assembly. Because of this, the iab was removed and iab therapy was discontinued. There were no associated pt complications.